Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the fill tubing step. Reportedly, the customer thought the cartridge was clicked into place during the load process. After the alarm occurred, the cartridge was removed, the cartridge was clicked back into place on the pump, and the customer successfully completed the load process. There was no impact to the customer's blood glucose level.